Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the tacks were coming undone from the mesh and the mesh was popping back up. Finished the procedure with a different type of tacking device.